Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1680175). Root causes are not identified. We will track this kind of event and monitor the trend

Event description:
In this event it was reported that a protaper file broke during use. The broken piece could not be retrieved from the patient's mouth. No injury resulted.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1680175). Root causes are not identified. We will track this kind of event and monitor the trend.